Manufacturer narrative:
The reported event that 2.0mm asnis micro, cannulated screwdriver, 2.0mm, ao coupling was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. The ¿instruction for use¿ provides detail instructions to the user related to usage and handling of the devices. It warns the user that ¿all instruments and implants should be verified for proper function prior to each clinical use. The user must be familiar with the state-of-the-art and the instrument and implant function prior to clinical application.¿ it also instructs that ¿careful handling and storage of the product is required. Scratching or damage to the instruments can significantly reduce the strength and fatigue resistance of the product.¿ and that ¿once applied, single use products should never be reused and therefore must be discarded at the end of a surgical procedure, even if they appear to be undamaged.¿ the instructions for cleaning, sterilization, inspection and maintenance (ot-rg-1 en rev 4_l24002000 cleaning guide) also clearly mentions that ¿stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "while inserting a 2.0mm cannulated screw from our loaner tray, the 2.0mm cannulated driver head broke off. The patients' bone was not exceptionally hard bone and the doctor had barely begin to insert the screw. Only two threads of the 2.0mm cannulated screw had been inserted into the bone when the screwdriver broke off at the head of the screw. There was a 5 minute delay in the case. This was resolved by opening another tray on the shelf and using that cannulated driver. We've heard of this happening before and want to know any results of your finding with this screwdriver. Minimal force was being applied to this screw driver when it broke. There was no affect to the patient or surgical outcome." Procedure: bunionectomy of right foot.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "while inserting a 2.0 mm cannulated screw from our loaner tray, the 2.0 mm cannulated driver head broke off. The patients' bone was not exceptionally hard bone and the doctor had barely begin to insert the screw. Only two threads of the 2.0 mm cannulated screw had been inserted into the bone when the screwdriver broke off at the head of the screw. There was a 5 minute delay in the case. This was resolved by opening another tray on the shelf and using that cannulated driver. We've heard of this happening before and want to know any results of your finding with this screwdriver. Minimal force was being applied to this screw driver when it broke. There was no affect to the patient or surgical outcome." Procedure: bunionectomy of right foot.